Manufacturer narrative:
The device returned to olympus for evaluation. The evaluation uncovered the video connector socket had damaged pins. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during preparation for use, video was all distorted as the connector pin was damaged on the evis exera iii video system center. The problem was found during morning setup. The video controller was replaced with our spare video controller. No procedure or delays occurred when the issue was found. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the damaged/bent video connector pins could not be identified. The phenomenon might have been prevented by following the instructions for use below: -do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.